Event description:
The customer stated that she was treated at the hospital for low blood glucose levels. The customer stated that her glucose meter gave her a reading of more than 600 mg/dl, but at the hospital it was actually 32 mg/dl. Due to the faulty glucose meter, the customer was transferred to have it replaced. Nothing further was reported.

Manufacturer narrative:
Currently, it is unk whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore, consider this report complete to the best of our knowledge.